Manufacturer narrative:
The pump was returned to animas and evaluated. The replaced battery alarms observed in black box were reportedly due to normal battery wear. The black box revealed that the pump was returning to default time and date. The reported battery was not returned with the pump for investigation. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 3 hours. No overheating or alarms were duplicated. Pump electrical current draws were tested and found to be within spec. After setting the date and time on pump, the battery was removed. The pump was left without power for 5 mins. When the pump was powered on, it had returned to the default time and date. The pump cover was removed to inspect for internal moisture ingress and none was found. The power flex, battery connections and internal components were tested for intermitting conditions and no defects were found. The internal battery (bt1) was found to have failed. The complaint regarding the pump and pump battery overheating could not be duplicated during investigation. The issue that the pump switched to default date and time after a reboot is unlikely to cause an adverse event. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen.

Event description:
On (B)(6) 2011, the pt and his mother contacted animas alleging that the pump and pump battery felt hot to touch. They denied that any injury resulted from the alleged issue. Based on the info provided, this complaint is being reported due to the allegation that the pump and pump battery felt hot to touch. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The pt did not report any harm or injury because of the alleged issue.